Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right ventricular (rv) pacing impedances were reportedly stable at 600 ohms, then increased to 1,400 ohms and ultimately reached greater than 2,000 ohms. The patient implanted with this device system was brought into the clinic and upon interrogation, rv impedance measurements were within acceptable limits. An xray was performed, which was unremarkable. Technical services discussed recommendations. To date, no adverse patient effects were reported as a result of this clinical observation.